Event description:
It was reported that the metal component in the patient¿s spine was very bothersome. The patient did have upper back pain since day one and the metal component in their upper spine which caused them pain. The patient got out of breath going up and down their steps because it was like carrying a weight on their back. It was reported that the program on the patient¿s implantable neurostimulator (ins) was changed and that it helped some. It was noted that the patient also had spinal injections and together with the ins therapy had no lower back pain. The patient also had a bad flu. Additional information received reported the patient felt the cables or wires moving around. It was reported that the patient never had therapeutic effect. The patient had some success with their trial but thought it may have been due to pain medication and pain injections in their spine. It was reported with the ins implanted the pain in the patient¿s upper back increased. The patient was unable to walk far distances without being in pain and needing to sit down. It was reported that the patient perspired really badly because it was so hard to walk. Whether stimulation was on or off the patient was getting more pain with the ins implanted. It was also reported the patient had pain in their ribs when they turned up stimulation to help with pain in their lower back. It was reported 2 weeks prior the patient saw a manufacturer representative and they did a reset and some reprogramming. The patient reported the representative said if this does not work there was nothing else they could do. The patient felt it was helping a little bit but felt like it was causing more pain than good. The patient wanted to get the ins removed but her doctor refused to remove it. It was noted the patient gets injections and they last 7-8 weeks with the pain; the patient had wanted the device so they would not need injections. It was also reported on (B)(6), 2013 the patient fell on their back and noticed their upper back stopped hurting.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 550-p4, lot# n331398, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).